Manufacturer narrative:
Patient information is not available for reporting. Incident occurred during the procedure. Device was not implanted/explanted. (B)(6). Device history records review was completed for part# 214.042, lot# 8110787. Manufacturing location: (B)(4), manufacturing date: oct 08, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the cortex screw diameter 4.5mm broke when the doctor tried to insert it. It is unknown if fragments fell into the patient. Patient and surgery outcome were not reported. This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date rec'd by MFR reported as dec 15, 2016 in (B)(4) in error. Correct date is dec 16, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: only the screw head of the cortex screw was received for investigation. The approximately 33 mm measuring threaded shaft is not available for investigation. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining threaded flank is wavelike deformed and the fracture face is homogenous what shows the typical view of a forced rupture. The device history record review shows that the device met the specifications at the time of manufacturing and distributing. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.